Manufacturer narrative:
Maquet medical systems, USA (importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA, 45 barbour pond drive, wayne, nj 07470. Contact person- (B)(6). Maquet cardiopulmonary gmbh requested the product for investigation in the laboratory. The product was returned but was not investigated in the complaints lab because the device may contain biological residue of who risk group 3 and 4 considered to be infectious such as hiv, hepatitis a or b. Therefore no laboratory investigation could be performed by the manufacturer. A review of our data base for complaints shows no similar investigated complaints. Thus the reported failure could not be confirmed. The reported failure was identified as part of the current risk management file (dms # (B)(4)). The mitigations of this reported failure in the IFU as follows: the anticoagulation measures should be checked. An unfiltered gas supply can lead to damage of the hollow fiber membrane, leakage and reduced gas exchange performance. This can lead to inadequate patient support, thrombus formation, hemolysis, hemostasis, and ischemia furthermore the oxygenator performance is restricted if the oxygenator operating position is incorrect or if the gas flow is obstructed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
According to the customer: after about 60 minutes of bypass time, the quadrox oxgenator was no longer oxygenated (o2 setting 100%). The oxygenator was changed during the bypass. No harm to the patient was reported. Internal reference: (B)(4).